Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, broken battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was high as 262 mg/dl. The customer states that there was a little gasket that came out the reservoir was not sitting right in the pump. The customer also states the piece was missing near the battery compartment. Troubleshooting was performed for damage and noticed the reservoir did not lock in place as reservoir gasket came out. The insulin pump will be returned for analysis.